Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Testing was performed using an in-house file kit of architect cea lot 83397m500. One instrument was calibrated and single replicates of quality controls were run. To evaluate the accuracy of the assay two runs of 15 replicates of cea panel members 1, 2 and 5 were tested. The grand means of each cea panel member were within specifications. Customer complaint data was reviewed and no adverse trends were identified. The architect cea package insert was reviewed and was found to adequately address the issue. Information from the specimen collection and preparation for analysis and the limitations of procedure sections of the package insert were communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency.

Event description:
The account stated that an architect cea result of <0.5 ng/ml was generated on a patient with cancer. The physician questioned the result. The sample was repeated x4 with the following results: 32.01 ng/ml, 33.35 ng/ml, 31.82 ng/ml, and 32.41 ng/ml. There was no impact to patient management.